Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data or the lead itself become available.

Event description:
It was reported that approx. 39 months after the implantation the patient received inappropriate shocks. The device was reprogrammed due to oversensing on rv channel and the defibrillation therapy was switched off.